Event description:
During the procedure, the arthroscopic wand caused two burns to the patient on the lateral incision on the shoulder. The patient was released from the hospital in satisfactory condition.

Manufacturer narrative:
A visual exam of the device revealed evidence of use. Function testing was performed and the device passed all testing. The main potential root cause was determined to be misuse of the device. Ascent healthcare solutions' instructions for use for arthroscopic wands and soft tissue ablators states: "set the voltage/power at the lowest possible setting that provides the desired surgical effect. Activating an electrosurgical device when it is not in contact with target tissue may cause capacitive coupling and inadvertent burning." "Continuous activation of the electrodes for more than 30 seconds can result in excessive thermal spread and unintended injury to surrounding tissues." "It is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation." "For suction wands, adjust the roller clamp for optimum suction (200 mmhg to 400 mmhg for arthrocare devices). The suction wands may not activate properly if the suction is too strong. The suction function is designed to remove bubbles and/or small pieces of tissue and not for large-volume suction."